Event description:
A physician attempted an arteriotomy closure using a prostar device. The physician felt resistance when pulling back on the handle. Additional force was applied, the handle was removed and the needles remained in the pt. The needles were surgically removed.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.